Manufacturer narrative:
G2.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device exhibited premature battery depletion with failure to interrogate over inductive telemetry and the device was explanted and replaced. The patient was in stable condition.